Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3. Additional information was added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the type of stain found in the light guide lens could not be identified and removed during reprocessing. The light guide lens glue likely peeled off due to physical stress caused by hitting or dropping the distal end, and chemical stress from chemical solutions possibly leading to humidity and corrosion. However, a definite root cause of the malfunction could not be identified. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.